Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented with a migrated aneurx graft on his follow up CT scan. The stent graft has migrated distally approximately 2.5cm from the left (lowest) renal artery and there is a large type I endoleak present with aneurysm enlargement to 10 cm. There is very little tortuosity, plaque and thrombus throughout. Access vessels are large and disease free; however, the proximal neck anatomy appears to have dilated over time measuring (in 2.5mm increments) 25.5mm just below left renal, 27mm, 28mm, 29mm, 30mm, 32mm for the 1.5cm required landing zone. The physician elected to implant an endurant bifurcated stent graft and contralateral limb within the migrated device, with the endurant limbs terminating within the previously implanted aneurx limbs. This successfully resolved the endoleak. No clinical sequelae reported. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (migration); patient's condition affected effectiveness of device (disease progression; aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression; aortic neck dilatation).